Event description:
Additional information was received indicating the right atrial lead was capped and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, loss of capture, oversensing, undersensing, and low pacing impedance were noted on the right atrial (ra) lead. X-ray imaging was performed and lead damage was observed on the ra lead. Replacement of the ra lead is anticipated to resolve the event. No intervention has been perform at this time. The patient was in stable condition.